Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet failed to connect to a dexcom g7 cgm despite multiple pairing attempts and troubleshooting, while cgm readings continued on the dexcom mobile app, indicating signal loss localized to the ilet. Symptoms included no reported adverse clinical effects, and the user remained on backup therapy without blood glucose impact. Outcomes included continued cgm use on the phone and a device replacement shipment. Investigation included remote troubleshooting, verification of device information and shipping details, and instructions for data sync and device return. Investigation of this case revealed a communication malfunction between the ilet and the dexcom g7 consistent with a transmitter-to-pump bluetooth connectivity issue. It was concluded, based on previously established findings for similar reports, that the cause was a device communication failure of the ilet requiring replacement.